Event description:
It was reported that the patient had right limb weakness accompanied by repeated coughing and expectoration for more than 6 months. The patient had urinary retention after the onset of the disease. On 5.30, the patient's foley catheter was blocked, and the catheter was replaced. At around 7 am on 31may, the patient's foley catheter was found to be dislocated. After examination, it was found that the urinary catheter water bag was ruptured. It was stated that the patient experienced discomfort. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be eye punch (eye slug not removed) caused no flow/reduce flow at time placement. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.